Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, a reportable malfunction was noted where there was a gap between the acoustic lens and ultrasound probe. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope had a gap between the acoustic lens and ultrasound probe. There was no patient involvement.